Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the compressor was not working and generated low pressure alarm. The unit was investigated at the hospital by our filed service engineer, the performed investigation revealed that the compressor tubing was broken. No pictures or parts have been returned for investigation. The reported compressor had its last preventive maintenece (B)(6) 2020 prior to the event. Since no parts or pictures was recived for the investigation, the root cause cannot be determined.